Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/23/2019. Investigation summary: it was reported that the device had breakage needle issues. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, a bending needle and a broken needle could be observes. However, no conclusion could be reached as how this happen due to samples were not returned for analysis.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Additional information was requested and the following was obtained: what was the name of the procedure? Myomectomy operation. Did a piece of the needle fall into the patient? If yes, was the needle piece removed, and how? No. Were x-rays taken to locate the needle piece(s)? No. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? No. Was there any additional tissue damage as a result of searching for the needle piece? No. What was the size of the needle used? Sxpp1a405. What was the size of the needle that broke off into the patient? Na. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an myomectomy operation procedure on (B)(6) 2018 and a suture was used. During surgery, the needle broke during sewing of the uterine wound. There were no adverse patient consequences reported. No additional information was provided.